Event description:
The international customer reported the device had a black screen and alarmed continuously. No pt involvement.

Manufacturer narrative:
Out of warranty, pending approval for eval. H6: device is pending customer approval for eval and repair.